Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that during procedure the lead curled, was pushed from the stylet while putting in the needle. It was reported that the lead was defective. A new lead kit opened, and new lead used. There was no surgical intervention that occurred. The issue was resolved at the time of the report.